Event description:
The manufacturer has been informed that a rep dreamstation auto CPAP, dom - recrt device patient has passed away. It was not suggested that the device caused the death. The patient's wife called regarding a letter she had received requesting the return of his recalled device. She reported that the patient had passed away at the beginning of february. She indicated that the recalled device had been discarded, but that she still possessed his replacement device and wished to return it. More details about the reported death are needed. The manufacturer's investigation is currently ongoing, and once it is completed, a follow-up report will be submitted.

Event description:
The manufacturer received information alleging a patient with a rep dreamstation auto CPAP, dom, recrt device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Multiple good-faith efforts have been made to obtain additional information regarding the patient's death, without customer response. The rep dreamstation auto CPAP, dom, recrt device was returned to the third-party service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. At the customer's request, the device was scrapped.